Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that on (B)(6) 2015 the pump was explanted due to cardiac recovery. During the investigation of the returned pump, a deposition was found around the rotor's bearing ball.

Manufacturer narrative:
Approximate age of device: 4 months. Device evaluation: thrombus was noted during the evaluation of the returned device. Examination of the rotor upon disassembly revealed a thrombus formation surrounding its bearing ball. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. A root cause for the development of the observed formation could not conclusively be determined through this evaluation. Analysis of the inlet elbow, the sealed outflow graft, and the outflow elbow revealed no evidence of depositions or thrombus formations. The inlet tube and the proximal half of the sealed inflow conduit flex section were not returned. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. There were no reports of any adverse events or device issues received while the pump was in use supporting the patient. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.